Event description:
During the course of ptca/stent to the right coronary artery, the abbott vascular whisper guidewire being used fractured leaving the distal segment within the coronary artery and aortic root. Extensive attempts were made to snare and remove the fracture segment. During retrieval efforts, the fractured segment migrated out of the coronary artery and became lodged in the left ventricular cavity. After surgical consult, the decision was made to discontinue retrieval efforts and leave the fractured guidewire segment at its location within the left ventricle.